Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 144 hours of extended tests at the customer's settings. The ventilator also passed the initial final test and the initial alarm volume test.

Event description:
It was reported by the customer that when the ventilator is in nippv mode, and after clearing the "pt circ alarm", the ventilator did not resume ventilation. It is unknown at this time whether the ventilator was on a patient at the time of the incident.